Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that their is bubbles on the pump touch screen. There was no adverse impact to the customer¿s blood glucose level. Product not returned for evaluation. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.